Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 5.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. Additional information received states the cuff was found to be loose and the patient experienced incontinence. The patient's outcome following the surgery has been "very positive thus far." Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.